Event description:
The user's body and her pride scooter were found in the (B)(6). The scooter was inspected by the (B)(6) regulatory body - (B)(6) and by pride mobility products (B)(6) representative. The scooter was found to have nothing operationally wrong, and not related to the tragic event.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Results: the device was inspected by (B)(6); the scooter was found to have nothing operationally wrong. Conclusions: the tragic event was not product related.